Event description:
Nidek received a complaint from customer on (B)(6) 2013. Customer complained of hand piece has been cutting thinner than normal during surgery with mk-2000; s/n (B)(4). Customer reported that they observed 100micron flap with 130um blade holder and 120 micron flap with 160um blade holder. There was no other info provided at the time.

Manufacturer narrative:
The affected device was returned to nidek for eval on 04/17/2013. Nidek service engineer (se) had conducted an eval and tested for proper operation. Service engineer found that sliders were deteriorated. The hand piece was out of specs. The hand piece was repaired; the sliders were replaced and tested for proper operation. The unit has been operational and returned back to the customer. Nidek contacted customer to gather add'l info regarding the reported event and confirmed that there was no pt injury involved with the event reported. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.